Event description:
Pt reported that she had been experiencing high blood glucose levels (400-500 mg/dl) for one week, and she believes her device is at fault (she alleged that device was not delivering insulin). No error messages were generated by device. Pt self-treated high blood glucose by delivering insulin via injection. Pt switched to her back-up device.